Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, at approximately seven minutes into the therapy cycle, there was a low pressure warning. Upon completion of the therapy, it was noted the catheter had a small leak. The physician stated that 30cc of fluid had been put into the catheter and got only 20cc back. The procedure was completed using the catheter with no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.